Event description:
The device delivered inappropriate therapy due to lead noise. As a result, both the lead and device were explanted.

Manufacturer narrative:
Evaluation summary: the reported field experience was confirmed. The lead was received bent proximal to the distal ring electrode at 1.5 cm. There was a very high level of stress on the inner coil at the location of the subjected bend. This bending stress caused the inner coil to be fatigued in torsion which may have caused the final fracture.